Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose level was 100 mg/dl. Customer applied more force to the button to resolve the issue. No additional patient or event information was available.

Manufacturer narrative:
On march 16th, 2022, the distributor reported the additional information: the wake button was sticking. Customer applied more force to the button to resolve the issue. H6: removed 1559, added 2917 h6: removed 1559, added 2917.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.